Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead experienced a syncopal episode and was hospitalized. Noise resulting in oversensing with a paced rate in the 20's was recorded three months prior. The patient is pacemaker dependent. Technical service was contacted and discussed programming options since the patient was not a good surgical candidate.